Manufacturer narrative:
(B) (4): customer and product were not provided. Unable to follow-up with clinic or customer.

Event description:
A user report was received from FDA's medwatch program reporting the following: pt had both eyes treated with lasik surgery. Before one year follow-up, pt had still not been seeing clearly and has been told that she has cataracts.